Event description:
Five devices were received against file in which the original event reporter reported 2 devices for broken anchors, and based on the event verbiage, the issue was not considered a reportable event. Among the five devices received, there were 2 which fit the description of the complaint devices, however, the other 3 exhibited damaged inserter tips, and of these 3, 2 have damage that point towards being reportable (see xerox copies in file attachment). Was able to phone contact the original facility reporter on march 19, 2008, and he confirmed that these 3 devices were from another case, same surgeon and same lot. These 3 were reported in complaint as 3 "broken anchors". The reporter stated that "the surgeon was having a bad day" and that indeed instead of the anchors being broken, as reported, the inserters were actually the problematic devices. Two of the 3 devices had their distal tips break off into the body. The reporter could not articulate if the fragments were retrieved from the body or not. He was able to state that the case was concluded successfully without further issue or harm to the patient. Also see associated MDR 1221934-2008-00154.

Manufacturer narrative:
The 3 devices were received and visually evaluated, both with the naked eye and under power. It is noted that the complaint devices have their distal tips damaged. One of the devices is bent at about 45 degrees from its most distal tip back approximately 1 inch. The second device has the last 1" of its distal tip completely broken off. The 3rd device has its' most distal tip, the portion which secures the anchor to the inserter, broken off. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaint for this lot of 199 devices that were released to distribution. The devices condition can only be attributed to mis-use, the mis-application of off axis, excessive mechanical force having been applied. This is a user technique issue. No further action is warranted; however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.